Manufacturer narrative:
Results: the returned velocity was undamaged. Conclusions: evaluation of the returned velocity revealed an undamaged, functional device. During functional testing, the returned velocity was advanced over a demonstration guidewire without an issue. The non-penumbra guidewire identified in the complaint was not returned for evaluation; therefore, the root cause of the inability to advance the velocity over the guidewire could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, the physician made two passes using the velocity with a non-penumbra balloon catheter. However, it was reported that the physician was experiencing resistance while advancing the velocity over a non-penumbra guidewire. Therefore, the velocity was removed. The procedure was completed using a new microcatheter with the same balloon catheter and guidewire. There was no report of an adverse effect to the patient.